Event description:
It was that they are returning their unit for service. Description of failure: control knob behind. No further info is available. No reported pt consequence.

Manufacturer narrative:
Date sent: 07/24/2007. Eval summary: based upon the inquiry info received visual and functional examination: the unit was found to require the green cable to be replaced. The device was functionally tested, met all product requirements and returned to the customer.